Manufacturer narrative:
Note on the original submission the product code lcz was used in error. The correct product code is lzc. At the time of investigation, no lot number was provided by the customer. Without the lot number, we are unable to trace the manufacturer or review the device history records for further investigation. No sample was provided at the time of this investigation. Based on investigation the root cause cannot be identified due to no lot number or sample being provided. No corrective action will be taken at this time, due to root cause not being identified. We will continue to monitor for trends.

Manufacturer narrative:
At the time of investigation, no lot number was provided by the customer. Without the lot number, we are unable to trace the manufacturer or review the device history records for further investigation. No sample was provided at the time of this investigation. Based on investigation the root cause cannot be identified due to no lot number or sample being provided. No corrective action will be taken at this time, due to root cause not being identified. We will continue to monitor for trends.

Event description:
Based on information received from the end-user, she reportedly had hand and arm swelling, inflammation, facial swelling, full body itching. Reportedly she has seen doctors several times. The (B)(6) clinic dermatologist in (B)(6) is calling this a type 4 allergy. She reportedly had patch testing done which shows allergic to a rubber product. She was advised to use skin lotion and vanicream and has been given a steroid for severe swellings.